Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequences to the patient. The patient was in good condition following the surgery.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.